Event description:
It was reported that after the iab was inserted it was found that the distal tip was obstructed. The iab was removed and a second iab was inserted at the same insertion site. The patient condition is reported as "fine". No patient injury or consequence.

Manufacturer narrative:
Qn# (B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number (18f22e0024) matches the lot number for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging that matches the serial number of the returned iabc. Returned with the sample was an opened semi-finished insertion kit; returned in the kit was the supplied pre-dilator, two sheath/dilator assemblies, one 0.025in guidewire, needle, and scalpel; no blood was noted on any components and no abnormalities were noted to the returned components. Also returned with the sample was a supplied inflation driveline tubing; it was noted that the inflation driveline connector (specifically the connector which connects to the pump) was previously removed from the tubing and was not returned with the sample. Overall, the tubing appeared typical, no blood was noted, and evidence of a previous connector was noted; the connector component was likely removed by customer handling. Upon return, the one-way valve was noted tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0074in-0.0078in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications pr ior to release. The reported complaint of catheter damaged is not confirmed. No damage or obstruction was noted to the returned device. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after the iab was inserted it was found that the distal tip was obstructed. The iab was removed and a second iab was inserted at the same insertion site. The patient condition is reported as "fine". No patient injury or consequence.